Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
They reported that they were experiencing high blood glucose. Customer blood glucose was 22.9 mmol/l . Customer was treated with insulin pen or manual injection for high blood glucose. It was unknown whether the customer was using auto mode feature or not. The insulin pump will not be returned for the further analysis.